Event description:
Synergy china registry. It was reported that unstable angina and in-stent restenosis occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) extending up to mid lad with 80% stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of 3.00 x 20 mm synergy stent overlapped with another 3.50 x 28 mm synergy stent system. Following this, post-dilatation was performed with 80% residual stenosis. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, 384 days post index procedure, the subject presented with angina and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with unstable angina and on the following day, 385 days post index procedure, the subject was referred for coronary angiography which revealed 85% proximal stenosis in lad extending up to mid lad which had previously placed study device and was treated with percutaneous coronary intervention (pci) - target vessel revascularization (tvr). Post intervention, residual stenosis was 0%. Four days later, the event was considered recovered or resolved and the subject was discharged on same day. No other information is available at this time. It was further reported that the residual stenosis following the index procedure was 0% and not 80%.

Manufacturer narrative:
E1- initial reporter address: (B)(6).

Manufacturer narrative:
E1- initial reporter address: (B)(6).

Event description:
Synergy china registry. It was reported that unstable angina and in-stent restenosis occurred. In (B)(6) 2019, the subject presented with unstable angina and was refered for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) extending up to mid lad with 80 % stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of 3.00 x 20 mm synergy stent overlapped with another 3.50 x 28 mm synergy stents system. Following this post-dilatation was performed with 80% residual stenosis. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, post index procedure, the subject presented with angina and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with unstable angina and in the following day, the subject was referred for coronary angiography which revealed 85% proximal stenosis in lad extending up to mid lad which had previously placed study device was treated with percutaneous coronary intervention (pci)- target vessel revascularization (tvr). Post intervention with 0% residual stenosis. Four days later, the event was considered recovered or resolved and the subject was discharged on same day. No other information is available at this point of time. It was further reported that the residual stenosis following the index procedure was 0% and not 80%. It was also further reported that the stenosed target lesion 1 was 46mm long and not 30mm long.

Manufacturer narrative:
E1- initial reporter address (B)(6).

Event description:
Synergy china registry. It was reported that unstable angina and in-stent restenosis occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) extending up to mid lad with 80 % stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of 3.00 x 20 mm synergy stent overlapped with another 3.50 x 28 mm synergy stents system. Following this post-dilatation was performed with 80% residual stenosis. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, post index procedure, the subject presented with angina and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with unstable angina and in the following day, the subject was referred for coronary angiography which revealed 85% proximal stenosis in lad extending up to mid lad which had previously placed study device was treated with percutaneous coronary intervention (pci)- target vessel revascularization (tvr). Post intervention with 0% residual stenosis. Four days later, the event was considered recovered or resolved and the subject was discharged on same day. No other information is available at this point of time. The physician considered the event possibly related to the device. It was further reported that the residual stenosis following the index procedure was 0% and not 80%. It was further reported that the stenosed target lesion 1 was 46mm long and not 30mm long. It was further reported that in (B)(6) 2021, the event was also treated medically.

Manufacturer narrative:
Initial reporter address (B)(6).

Event description:
Same case as pr ID# (B)(6). (B)(6) registry. It was reported that unstable angina and in-stent restenosis occurred. In (B)(6) 2019, the subject presented with unstable angina and was refered for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) extending up to mid lad with 80 % stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of 3.00 x 20 mm synergy stent overlapped with another 3.50 x 28 mm synergy stents system. Following this post-dilatation was performed with 80% residual stenosis. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, post index procedure, the subject presented with angina and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with unstable angina and in the following day, the subject was referred for coronary angiography which revealed 85% proximal stenosis in lad extending up to mid lad which had previously placed study device was treated with percutaneous coronary intervention (pci)- target vessel revascularization (tvr). Post intervention with 0% residual stenosis. Four days later, the event was considered recovered or resolved and the subject was discharged on same day. No other information is available at this point of time.